Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, following calibration of the collimator, the lines on the viewing stat ion of the imaging system do not display where the collimator is accurately. No additional information was provided. There was no patient present when this issue was identified.